Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system requested a replacement of their evoke closed loop stimulator (cls) because the originally implanted cls is not magnetic resonance imaging (MRI) compatible. A revision procedure was performed, and the cls was replaced.

Manufacturer narrative:
The cls was returned to saluda. The cls with serial number (B)(6) is classified as cls model a. Per evoke scs system MRI guidelines, this model is labelled as MRI unsafe. The cls was explanted and replaced with a new device serial number (B)(6), which is a cls model b and is labelled as MRI conditional.